Event description:
On 03/04/2024, it was reported by a sales representative via e-mail that (2) ar-3636h self bunching 1.8 knotless hip fibertak®soft anchors failed. This occurred during a hip scope after drilling for an anchor of the 1.8 hip fibertak (per technique), during insertion of the first ar-3636h, the inserter bent, not allowing implantation. The second time inserter completely broke free, forcing the physician to dislodge the tip of the inserter from the patient. The drill and drill guide was switched out after this. Additional information provided 3/5/24: a 1.8 drill from the disposable kit was used to create socket (ar-3600dhs/(B)(6)). The patient had normal bone quality. All fragments were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to excessive force used to pry and/or leverage the device.